Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown duration. The patient reported the infusion site to have itching, redness, a blister, bleeding, transparent fluid and a lump. The patient visited their medical doctor and no diagnosis was given. However, the doctor suspected a possible infection, and the patient was prescribed an unknown antibiotic in the form of a pill. Additionally, the patient mentioned they "did not take the antibiotics and the skin reaction cleared up on its own without treatment or complication.".

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: cp1a.260405.005 hardware: pixel 8 pro cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.